Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) contacted the customer and confirmed they were able to resolve the issue and it didn't return. Fse explained cancelling the guided tool exchange and how to do this in order to reseat the camera correctly going forward. No site visit was conducted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the image was inverted when the endoscope was installed on one arm, but appeared normal when the scope was moved to a different arm. The technical support engineer noted that the caller was not on site and did not provide specific arm numbers. The engineer recommended that the site remove the scope from the arm where it was working, cancel the tool memory on the preferred arm, and then insert the scope into that preferred arm to resolve the issue. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The probable root cause is attributed to the activation of the guided tool change feature configuring a preferred orientation on the arm. Disabling guided tool change and reinserting the scope into the arm will resolve this issue. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the site ended up doing a hard restart.

Event description:
Refer to h11 for follow-up information.